Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a moderately calcified and mildly tortuous lesion in the popliteal artery. The 2.50x150mm otw armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion and pressurized to 8 atmospheres (atm) however the balloon did not inflate. Once removed from the patient a balloon rupture was noted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.